Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced issues with their insulin pump for the past 5 years that had led to multiple paramedic visits. The customer did not provide their blood glucose value. The customer did not provide information about the adverse events and did not provide any information as to what was wrong with their insulin pump. The customer mentioned that their sensors would last only 2 to 3 days but did not mention what their blood glucose value was during those times. The customer did not troubleshoot and did not send the product back for analysis.